Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 118, 130, 70, 84 and 119 mg/dl. The expected fasting blood glucose test result range is 150- 170 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living area. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/31/2019 and open vial date is two days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer has taken the meter to the endocrinologist during a scheduled appointment and they ran a meter to meter comparison. He had an in house a1c done at the general physician office and it was 8.5% also, they ran a blood with the true metrix meter, and he thinks the blood was higher at the office and the true metrix was lower. Customer could not provide exact results.